Event description:
It was reported that a pt underwent a primary open, direct, right inguinal hernia repair procedure in early 2008. Post-operatively in early 2009, the pt developed epididymitis and right sided testicular pain. As a result, the pt was placed on cipro and ibuprofen. The event is listed as ongoing.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.